Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-25-strip inserted backwards or upside-down test strip UDI# (B)(4). At call back on (B)(6) 2017, the customer's condition had improved and he did not currently have any diabetic symptoms. The customer stated that he had fainted while at home on (B)(6) 2017 and had been taken to the hospital. The customer stated he did not know what the hospital diagnosis was but he had low blood pressure, his kidneys were not functioning and his glucose was slightly elevated. While at the hospital, the customer received IV fluids and aspirin. The customer stated he did not remember what his blood glucose test result when at the hospital was. The customer was told to stop all medications for a week and to return to do blood work. The customer was discharged from the hospital on (B)(6) 2017.

Event description:
Consumer reported complaint for test strip not recognizing or test strip not absorbing the blood. The customer was inserting the test strip into the meter and once the blood was absorbed, it did not go into test mode. The customer was using the proper test strips and the correct testing technique. At the time of the call on (B)(6) 2017, the customer stated he had a headache and was sluggish. The customer did not need medical attention at the time of the call. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.